Event description:
Boston scientific received information that this right atrial pacing lead exhibited noise which was oversensed and resulted in inappropriate atrial tachycardia response (atr) episodes. The device previously implanted with this lead was explanted. Approximately eight months after the device replacement, noise continued to be observed on this chronic lead and the replacement device. An invasive procedure was performed to replace the lead. An insulation break was noted as well as a fracture. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, this report will be updated.